Event description:
Hospital advised that at 18:15 a 500cc bag of heparin was hung and set up to infuse at a rate of 24cc/hr with a vtbi of 500cc. At 19:30 the bag was empty and the vtbi read 417cc. There was no pt consequence.